Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed. The product was not returned for investigation. Per the clinical data provided, the root cause of the access site bleeding issue was most likely due to high patient act values.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced bleeding at their impella cp access site following patient repositioning. Manual pressure was insufficient to manage the condition and the pump was subsequently removed. The perclose failed to deploy and angioseal was also unsuccessful at treating the site. A vascular surgeon was consulted and two units of prbc were transfused. When a second attempt at utilizing perclose and angioseal failed, wire access was lost, and manual pressure had to be held. Hemostasis was finally achieved, and no further intervention was required.